Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dehiscence, redness, oozing discharge, incomplete wound healing, incomplete drainage and infection at their implantable pulse generator (ipg) pocket site approximately one month post-implant. The implantable pulse generator (ipg) system was explanted and subsequently replaced. The organism was identified as staphylococcus aureus. The patient was treated with antibiotics. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event. Blood cultures and cultures from leads negative.